Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found an eject pin on a plunger clamp jammed from dried serum in the reported problem area of the pipette assembly. The plunger clamp and lld contact spring were replaced. The instrument was inspected, tested without further problem and returned to service.